Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the site would bring the mayo stand closer to the emitter following registration, which would lead to metal interference in the procedure. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the emitter for the navigation system was intermittently losing functionality. The site reported that functionality could be returned via adjustment of the emitter. No additional information was provided. There was no reported impact on patient outcome.

Manufacturer narrative:
Device manufacturing date was inadvertently left off of the initial MDR and now provided.